Manufacturer narrative:
The rt director was concerned that no heater alarm went off during this event. The issue was discussed and it was concluded by the facility and sales representative that because the melted part was not large; there was still flow through the circuit. A visual and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, lot #612060605 was manufactured on 06/28/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the 780-20 single limb breathing circuit was being used, with the conch neptune, on a trach patient in a long term care facility. The bed rail was closed onto the circuit which then caused the outer casing to melt. The coating over the wires in the circuit did not melt. No patient injury reported. The condition of the patient is reported as fine.